Manufacturer narrative:
This lead was surgically abandoned. It is not expected that the lead will be returned.

Event description:
(B)(4) received information that this right ventricular (rv) lead exhibited high, out of range pace impedance measurements (greater than 2000 ohms) and high pacing thresholds. A lead fracture was suspected but could not be confirmed via fluoroscopy. There was no pacing inhibition or loss of capture associated with the observations. An invasive procedure was performed to abandon the lead. A new lead was successfully implanted. No adverse patient effects were reported.